Event description:
Per maude report, "the distal male luer connector of the carefusion primary IV administration tubing set was connected to a central venous catheter via a maxplus needle-free valve. The nurse turned away for a moment to pick up something and when she turned back, the tubing was disconnected from the valve. Nursing staff reports having multiple occurrences of IV tubing and blood collection devices spontaneously disconnecting from the maxplus valves."

Manufacturer narrative:
The customer¿s report of the mating component spinning off the maxplus valve was not confirmed. The suspect maxplus valve model mp1000-c was not received. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Correction on initial report.

Event description:
Customer reported the IV tubing was connected to the maxplus valve. The user turned away to pick up something, turned back and noticed the IV tubing was no longer connected to the port. Although requested, no additional specific event information provided. No patient harm reported.